Event description:
At initial stimulation, testing performed at the ctr revealed shorts in the electrode array. Programming adjustments were made. The pt continued to be monitored by the ctr. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was not fully functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.